Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing a t10-ilium posterior spinal fusion on the patient to treat degenerative scoliosis. Dr. (B)(6) was using expedium ti poly 5.5 rod. The patient had hard bone and there were two different instances where the screwdriver tips broke off while inserting the screws. The first instance happened while inserting the right iliac screw. Dr. (B)(6) was inserting a 9.0 x 100mm expedium polyaxial screw under medtronic stealth navigation. The screwdriver tip that broke off was the nav driver 2797-34-000n. The screw went in with a lot of torque. Dr. (B)(6) did use the medtronic 7.5mm tap from the stealth instrument prior to insertion (undertapped). Dr. (B)(6) was not able to retrieve the fragment from the screw, and did not want to attempt to remove the screw. He did not think he would be able to remove it without harming the patient or damaging the screw. The screwdriver tip remains in the patient in this right iliac screw. The second screwdriver tip broke while inserting the left l3 screw. Dr. (B)(6) was using a standard expedium poly screwdriver 2797-12-400 while placing a 7.5 x 50mm ti poly screw. The tip of the driver broke upon insertion and once again there was a great deal of torque to insert the screw. Dr. (B)(6) was not able to retrieve the fragment, but did remove the screw. He placed a short rod in the screw and placed a locking cap and torqued it. He then backed the screw out using the expedium countertorque. He replaced the screw with new one without incident. He then was able to complete the procedure successfully.

Manufacturer narrative:
Expedium si driver (product code: 2797-12-400, lot number: mi35479) was returned to the complaints handling unit (chu). Visual examination at the macroscopic level revealed a fracture located at both drivers¿ distal tip. Neither fractured driver tips were provided for evaluation. Broken drivers were subsequently submitted for fracture analysis. The fracture analysis report for the expedium single innie quick-connect polyaxial screwdriver suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. Driver met hardness specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the expedium si driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.